Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the pump was dead. The customer changed the battery five times and it's not coming back on. The customer stated the display was not blank less than 30 seconds. The customer stated display was blank currently. A new battery cap will be sent to the customer. The insulin pump will not be returned for analysis.